Manufacturer narrative:
Per tandem¿s user guide: ¿do not remove the used cartridge from the pump during the load process until prompted on the pump screen.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred after the customer removed the cartridge during pumping. Customer experienced a blood glucose (bg) level of 600 mg/dl and large ketones considered dangerous; a manual injection was used to correct. Tandem technical support educated the customer regarding the cartridge alarm.